Event description:
From customer: "a night shift ER nurse said she used the sol m butterfly and after she activated the safety she went to put the sol m into the sharps container, as she put the sol m into the sharps, she said the safety broke and fell off exposing the needle causing her to get stuck. She said the needle was from a patient who was (B)(6). This happened on (B)(6) 2019 and I just heard about it."